Manufacturer narrative:
Consumer reportedly leaned over and fell out of chair in inadvertently engaging the joystick, resulting in an alleged broken and cut ankle. Current user guide covers this area. No malfunction apparent. MDR filed based on injury claim.

Event description:
The consumer got up in the middle of the night to use the bathroom. On the way to the bathroom, a kitten ran in front of the wheelchair. The consumer allegedly leaned over to see if the kitten was injured, and hit the joystick. The consumer allegedly fell out of the chair and ran her leg over, resulting in a broken and cut ankle.